Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No scrolling number anomaly was noted on the display. However, moisture damage was noted on the keypad traces.

Event description:
The customer reported that she was attempting a bolus delivery with her insulin pump when the numbers began ramping up, indicating a keypad issue. Her blood glucose level was 114 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.